Manufacturer narrative:
Section h6: medical device problem code was corrected. "1384 - mechanical problem" is not applicable as it is addressed under the pump in MFR # 2916596-2021-02652. "1022 - alarm not visible" is not applicable as the device is not designed to alarm in this situation. Driveline fault alarms are only visible on the system monitor if currently active, and via log file review. Manufacturer's investigation conclusion: the reported event of the system controller failing to alarm was not confirmed. The log files submitted for review contain data from two different controllers spanning approximately 15 days (B)(6) 2021 per timestamp). Throughout the log files there were several intermittent driveline fault conditions that activated on multiple days. The fault condition activated each time due to phase 3 being measured higher than phases 1 & 2. The fault conditions did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate ii system controller (serial number (B)(6), was not returned for evaluation and remains in use as the patient¿s backup controller. Per design of the system controller, not all fault/alarm conditions will be visible to the patient via the controller interface. Driveline fault alarms are only visible on the system monitor if currently active, and via log file review. The root cause for the driveline fault was suspected to be driveline related (reference MFR # 2916596-2021-02652). The root cause for the patient denying hearing or seeing the driveline fault alarms was determined to be the controller functioning as intended in not alerting the patient to that fault condition. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii instructions for use (rev c), section 4, ¿system monitor¿ explains that the system¿s indication of a driveline fault, results when one or more of the redundant wires inside the driveline is broken or damaged. It further indicates that investigation and troubleshooting is required to determine location of damage. Heartmate ii instructions for use (rev c) section 7, ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev c) section 5, ¿alarms and troubleshooting¿ explain appropriate actions to take for all alarms including the driveline fault alarms. Heartmate ii patient handbook (rev c) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the driveline fault alarms was likely a driveline fracture in the setting of obesity and weight gain. The driveline faults alarms did not resolve after controller exchange. Surgical intervention was considered and deferred as of (B)(6) 2021. The plan was to conservatively manage the issue and monitor for further alarms.

Manufacturer narrative:
The patient's known short to shield was previously captured under MFR # 2916596-2019-03777. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02652. It was reported that the patient was seen for endoscopy and interrogation of pump. Interrogation of pump showed intermittent driveline fault alarms on (B)(6) 2021. The patient denied hearing or seeing alarms and no alarms were observed while in the hospital. This patient had a known short-to-shield. A log file analysis captured driveline faults on (B)(6) 2021. The controller was exchanged and additional log files were sent in for analysis. Pre-controller exchange showed driveline faults, and log files from the newer controller showed no unusual events. The patient returned on (B)(6) 2021 and no driveline faults were observed. However, log file analysis captured a driveline fault on (B)(6) 2021 at 13:11 and at 13:34. This occurred on phase c. There were no other alarms noted.